Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration confirmed via x-ray and noted that all contacts on the leads were out. The patient underwent a leads replacement procedure and the physician found out during the procedure that leads were fractured.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. It was also stated that all contacts on the patients leads were out. The patient underwent a lead revision procedure wherein the leads were replaced and during the procedure the physician noticed that the leads were fractured. Additional information was received that the patient was doing well postoperatively. The physician mentioned that there were no enough slack left on the lead before inserting battery into the pocket which could have caused that bend to occur. The explanted leads will be returned for analysis.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. It was also stated that all contacts on the patients leads were out. The patient underwent a lead revision procedure wherein the leads were replaced and during the procedure the physician noticed that the leads were fractured. Additional information was received that the patient was doing well postoperatively. It was also stated that the all contacts were out due to the fracture on the distal part of the lead and the physician suspected that there were no enough slack left on the lead before inserting battery into pocket which could have caused that bend to occur. The explanted leads will be returned for analysis.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)): the returned lead was analyzed and visual inspection revealed that the lead was cleanly cut into two pieces approximately 18.5 cm from the distal. Electrical test could not be performed due to the cut lead damage. The clean-cut damage was a result of a typical explant procedure and it was not considered a failure. No other anomalies were identified on the returned clean-cut lead. With all the available information, boston scientific concluded that the issue of inadequate stimulation due to lead migration for both leds was not confirmed. Analysis of the returned portion of the leads found no anomalies that could have caused the leads to migrate. However, IFU stated that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, was one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected was known inherent risk of device. On the other hand, the issue of contacts on the lead were out was not confirmed. Therefore, the conclusion code selected was no problem detected. Sc-2218-50 (sn: (B)(6)): the returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. It appeared that the damaged section of the lead was the anchor point or where the lead was secured. It was unknown if a suture sleeve, clik x anchor or direct suture were used to secure the lead. The lead was exposed to excessive mechanical force or movement resulting in the reported complaint. With all the available information, boston scientific concluded that the issue of contacts on the lead were out was confirmed. The probable cause selected was cause traced to component failure.